Manufacturer narrative:
H3. Product analysis: equipment used: vis m-81805, 203cm ruler m-83361 as found condition: the concerto device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, and within an opened concerto inner pouch. No microcatheter was returned. Damage location details: the concerto was returned without the introducer sheath. The pushwire was found to be bent at ~48.6 cm, bent at ~61.1cm, and bent at ~ 174.2 cm from the proximal end. The concerto implant coil was found to be broken off, with the shield coil damaged. Additionally, the implant coil's polypropylene filament was found broken off with the implant coil. No other anomalies were observed. Testing analysis: the concerto implant coil could not be used for resistance testing with an in-house catheter due to its damaged co ndition. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed, and the root cause could not be determined. The concerto coil implant coil was returned damaged (broken), with the pushwire bent. Advancing the implant coil against resistance may lead to possible damage; therefore, it is possible that the damage occurred during preparation. This cannot be confirmed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). A continuous saline flush was administered and maintained as indicated in the IFU. It was unknown if the catheter was a medtronic product; therefore, compatibility could not be determined. Possible causes for resistance are, incompatible catheter, a lack of hydration before procedure, tortuous anatomy, and damage or kink to the pushwire. **this event is reported at this time based on analysis findings which indicated a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto coil could not be advanced. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was unknown whether any patient symptoms or complications were associated with this event. Additional information was received stating that the procedure was completed by using a new product. The cause of the event was unknown. Resistance location and whether the coil came out of the introducer sheath smoothly or not was unknown. A continuous saline flush was administered and maintained as indicated in the IFU. Any kink/damage to the coil and catheter after removal was unknown. It was unknown if the catheter was a medtronic product. The information is confirmed by the physician.